Event description:
After paracentesis performed, peritoneal catheter became kinked and only 1cc of fluid drained. During attempt to withdraw needle and catheter, fragment of catheter sheared off and migrated into abdomen. Risk/benefit discussion with surgeon determined surgical removal was not worth the risk.